Manufacturer narrative:
Device passed displacement test and selftest. Device was monitored and functioning properly. All buttons functioning properly no damage on the keypad assembly. Insulin pump received with cracked select button keypad overlay and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a cosmetic damage and the buttons were harder to press. The customer¿s blood glucose level was 8.3 mmol/l. The insulin pump will not be returned for analysis.